Manufacturer narrative:
(B)(4). It was reported that a male patient underwent an ischemic ventricular tachycardia (isvt) procedure. They mapped the premature ventricular contraction¿s in the patient's left ventricle, localizing two spots at the base of the inferolateral papillary muscle. They delivered radio frequency at the base of the papillary muscle. The patient was uncomfortable in the procedure. Therefore, more sedation was given. The patient moved a little which is a side effect of the sedation and they received the 'learn new' alert on the carto 3 system. They waited a few moments to see if the patient would settle back to the old position, but he did not. They hit the learn new (which re-calibrates carto 3 system) and when they were ready to map again, they noticed that the smart touch bidirectional catheter was no longer displaying an impedance reading on the stockert generator. Pacing was not selected through the catheter at this time. They were troubleshooting. The impedance readings came back, but were over 200 ohms, and changing very erratically. The physician removed the smart touch bidirectional catheter to check the tip. The catheter was reintroduced to the left ventricle via the retrograde approach . The smart touch cable was changed at this point, which helped to lower the impedance, but the readings were still erratic. At this point, the patient complained of chest pain, and ECG showed lateral st-segment elevation. Sublingual nitroglycerin pill was administered, decreasing the patient's chest pain. Sublingual spray was administered after 5 minutes, lowering the st elevation, and reducing the pain. The physician made the decision to abandon the procedure and asked for the patient to have a coronary angiography. According to the findings, there were no changes compared to his previous study and his bypass grafts were not blocked. After the patient was taken to recovery, one of the nurses reported that the patient was found to have circumferential pericardial effusion. The patient was reported to be in stable condition at the time the complaint was reported. The returned device was visually inspected upon receipt and it was found that tip section was cut off from the catheter. There was metal exposed at the area were the shaft was cut. Further information was requested regarding the condition of the catheter; however it has not been available at this moment for biosense webster. No further test could be performed due to the catheter returned condition. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed. The root cause of the pericardial effusion remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. (B)(4) concomitant product: carto 3 system, model #: m-4800-01, serial #: (B)(4). Methods:no testing methods performed. Results: no results available since no evaluation performed. Conclusion codes: device not returned. (B)(4). Event description continuation: smart touch bidirectional catheter was no longer displaying an impedance reading on the stockert generator. Pacing was not selected through the catheter at this time. They were troubleshooting. The impedance readings came back, but were over 200 ohms, and changing very erratically. The physician removed the smart touch bidirectional catheter to check the tip. The catheter still had free-flowing irrigation, with no char or thrombus at the tip. The catheter was reintroduced to the left ventricle via the retrograde approach (across the aortic valve) under fluoroscopic guidance, and with the carto 3 mapping system displaying the left ventricle map. The smart touch cable was changed at this point, which helped to lower the impedance, but the readings were still erratic. At this point, the patient complained of chest pain, and ECG showed lateral st-segment elevation. Sublingual nitroglycerin pill was administered, decreasing the patient's chest pain from 10/10 to 8/10. Sublingual spray was administered after 5 minutes, lowering the st elevation, and reducing the pain to a 3/10. Given the patient's previous history of coronary artery disease and quadruple bypass, the physician made the decision to abandon the electrophysiology procedure, and asked for the patient to have a coronary angiography. According to the findings, there were no changes compared to his previous study and his bypass grafts were not blocked. After the patient was taken to recovery, one of the nurses reported that the patient was found to have circumferential pericardial effusion. There is no information about the hospitalization. The patient was reported to be in stable condition at the time the complaint was reported. The outcome of the adverse event was reported as improved. The physician¿s opinion regarding the cause of this adverse event is that it was procedure and patient condition related. The physician was unsure of what caused any of the events. He suspected maybe the st-segment elevation and chest pain were caused by crossing the aortic valve repeatedly, potentially causing a coronary spasm. He was very confused at the pericardial effusion. There was patient movement which caused a 'learn new' alert on the carto 3 system. Since there was an immediate error message provided by the system, this issue was assessed as not reportable. The impedance issues were also assessed as not reportable as the most likely consequence was an intraprocedural delay. The potential that they could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The patient adverse event was assessed as reportable under the smart touch bidirectional catheter as a serious injury.

Event description:
It was reported that a male patient underwent an ischemic ventricular tachycardia (isvt) procedure with a smart touch bidirectional catheter and suffered a pericardial effusion and st segment elevation which required sublingual nitroglycerin pill and sublingual spray to be administered. It was noted that this patient had a medical history of coronary artery disease, quadruple bypass surgery and hypertension. The patient was under procedural sedation. The patient received heparin during the procedure. The act was maintained between 300-350. The catheters were inserted into the heart through femoral arterial access (retrograde across the aortic valve). They mapped the premature ventricular contraction's in the patient's left ventricle, localizing two spots at the base of the inferolateral papillary muscle. They delivered radio frequency energy at 35w and 40w at the base of the papillary muscle. Power was manually titrated during the several radiofrequency (rf) applications. As stockert generator was in power control mode, the wattage was reached as soon as rf came on for each application. The flow setting for the smart touch bidirectional catheter was at recommended flow rates of 17 ml/min (for ablating as 30w or less), and 30 ml/min (for ablating at greater than 30w). The patient was uncomfortable in the procedure. Therefore, more sedation was given. The patient moved a little which is a side effect of the sedation and they received the 'learn new' alert on the carto 3 system. They waited a few moments to see if the patient would settle back to the old position, but he did not. They hit the learn new (which re-calibrates carto 3 system) and when they were ready to map again, they noticed that the

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (B)(6) 2015. It was noted that the catheter tip section and shaft were cut 12.5 cm from the distal end of the tip dome. It was received separated in two pieces. Where the shaft was cut, it has metal exposed. Multiple attempts have been made to obtain clarification to this returned catheter condition. However, no further information has been made available. If additional information is received regarding this returned catheter condition, a supplemental 3500a report will be submitted to the FDA. Also, the analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
This 3500a supplemental is being submitted as a correction. It was previously reported that the product for this complaint had been received and we provided the evaluation summary. However, we received information on january 15, 2016, which confirmed that this product does not belong to this complaint. After further investigation, we have also received confirmation that we now have received the correct product for this complaint. Therefore, this product has been analyzed under this complaint. The biosense webster failure analysis lab discovered on january 25, 2016 the returned catheter condition of a rupture at the pebax and reddish brown material was observed inside of the pebax. Additional information was received on the returned catheter condition. This condition had not been noted. A 9f insertion sheath was used. There was no difficulty experienced while maneuvering the catheter or during the withdrawal. Since the integrity of the pebax was not maintained, this returned catheter condition has been assessed also as a reportable malfunction. The awareness date for this issue is january 25, 2016. (B)(4). It was reported that a male patient underwent an ischemic ventricular tachycardia (isvt) procedure. They mapped the premature ventricular contraction¿s in the patient's left ventricle, localizing two spots at the base of the inferolateral papillary muscle. They delivered radio frequency at the base of the papillary muscle. The patient was uncomfortable in the procedure. Therefore, more sedation was given. The patient moved a little which is a side effect of the sedation and they received the 'learn new' alert on the carto 3 system. They waited a few moments to see if the patient would settle back to the old position, but he did not. They hit the learn new (which re-calibrates carto 3 system) and when they were ready to map again, they noticed that the smart touch bidirectional catheter was no longer displaying an impedance reading on the stockert generator. Pacing was not selected through the catheter at this time. They were troubleshooting. The impedance readings came back, but were over 200 ohms, and changing very erratically. The physician removed the smart touch bidirectional catheter to check the tip. The catheter was reintroduced to the left ventricle via the retrograde approach. The smart touch cable was changed at this point, which helped to lower the impedance, but the readings were still erratic. At this point, the patient complained of chest pain, and ECG showed lateral st-segment elevation. Sublingual nitroglycerin pill was administered, decreasing the patient's chest pain. Sublingual spray was administered after 5 minutes, lowering the st elevation, and reducing the pain. The physician made the decision to abandon the procedure and asked for the patient to have a coronary angiography. According to the findings, there were no changes compared to his previous study and his bypass grafts were not blocked. After the patient was taken to recovery, one of the nurses reported that the patient was found to have circumferential pericardial effusion. The patient was reported to be in stable condition at the time the complaint was reported. The returned device was visually inspected upon receipt and reddish material was found at the pebax area. Per this condition a scanning electron microscope (sem) testing was performed over the damaged area of catheter and it was found that the pebax external surface presented evidence of scratches and cracking induced by an unknown object. An internal corrective action has been opened to investigate pebax damage. The catheter was tested for electrical performance, temperature response and stockert compatibility and failed during electrical test. Further examination revealed that the lead wire # 6 was broken causing the improper signal condition. An irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter failed during the visual inspection and electrical test. However, the root cause of the pericardial effusion remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. The root cause of the wire breakage cannot be determined. An internal corrective action has been opened to investigate damaged pebax on smart touch.